Event description:
A literature article (govender pv et al. Use of osteogenic protein-1 in spinal fusion: literature review and preliminary results in a prospective series of high-risk cases. Neurosurg focus 2002;13 (6) : 1-5) contained a report of a male who experienced spinal cord compression after receiving op-1 putty for a c1-c2 fracture. His initial operation was a cervical laminectomy and occipito-cervical fusion. The patient received 1 unit of op-1 putty combined with autologous bone. After initial improvement up to six months post-operatively, the patient's condition started to deteriorate at 15 months because of further spinal cord compression. The event responded successfully to further surgical intervention (not specified). The authors concluded that there were no apparent adverse effects related to the use of op-1 putty. Co-morbidities and risk factors included hypothyroidism, atrial fibrillation and epilepsy. Risk factors included heavy smoking. Additional information has been requested.